Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-25287. It was reported the patient presented in clinic. Device interrogation revealed, the pacemaker (pm) and the right atrial (ra) lead exhibited noise causing inappropriate automatic mode switch (ams) episodes. No intervention was performed. There were no patient consequences.